Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 110) has been confirmed. Upon evaluation, there was high resistance at the j1000 connector on the computer / analog (ca) board. The cause of the code 110 is the high resistance. The root cause of the high resistance cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 110.